Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure it was mentioned that when the dilator was removed, air was leaking from the three-way stopcock. No air was noted in the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure it was mentioned that when the dilator was removed, air was leaking from the three-way stopcock. No air was noted in the patient. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath revealed cracks on the stopcock's inflow port. The condition of the stopcock allowed air ingression and fluid leakage from the stopcock, confirming the defective stopcock as the root cause of the associated allegation. Device history record (DHR) review: the DHR for cl14348 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, requiring additional intervention (sheath replacement). Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to component failure" conclusion code was selected for the allegation of "visible air/bubbles," as analysis of the returned sheath revealed cracks on the stopcock's inflow port that caused air ingression or fluid leakage during device use.